Manufacturer narrative:
Pump received with blank display due to moisture damage on the electronic assembly. Unable to perform the self test and displacement test due to blank display. Also, received with moisture damage on the motor and force sensor. No moisture damage was found on the keypad assembly. Pump received with partially broken reservoir tube lip, missing retainer, missing reservoir tube o-ring, scratched case, case cracked behind the pump near the battery compartment, pillowing keypad overlay, and minor scratched lcd window. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was exposed to moisture. The customer¿s blood glucose level was 5.6 mmol/l. The customer reported that there was fluid under the lcd display. The insulin pump will be returned for analysis.